Event description:
The customer reported the system was out of compliance regarding to dose. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired and the footswitch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.